Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the defibrillation coil was distorted. It was noted that the inner tubing was kinked/buckled and the lead appeared damaged at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during implant attempt, the lead would not advance through the superior vena cava (svc) without a longer sheath. When the lead was removed to place a longer sheath, it was noted that the svc coil was stretched and pulled apart. The lead was replaced. No patient complications have been reported as a result of this event.